Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old caucasian female who underwent breast augmentation with a 300cc mentor memorygel breast implant (left) and a 325cc mentor memorygel breast implant (right) experienced right sided baker grade IV capsular contracture and left sided device asymmetry post procedure. Left capsulorrhaphy and left mastopexy were performed in (B)(6) 2021 to correct the left sided asymmetry. The right sided capsular contracture was accompanied by malposition, pain, and hardness. Replacement with new mentor gel implants was performed on (B)(6) 2022. Mentor became aware of the right sided capsular contracture on (B)(6) 2022. This report relates to the left prosthesis. On (B)(6) 2022 mentor received additional information and initial awareness of the left sided asymmetry. See 1645337-2022-07671 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on (B)(6) 2022, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).